Event description:
The device was used during an unspecified procedure. The device broke during the surgical procedure. The surgeon was able to retrieve the parts from the cavity without injury to the patient.